Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient implanted with this lead developed superior vena cava syndrome. Subsequently, the patient underwent a replacement procedure, and this lead was explanted. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.